Manufacturer narrative:
Occupation is lay user/patient.

Event description:
A nurse initially provided discrepant inr results for 1 patient who tested on their home coaguchek vantus meter with serial number (B)(4) compared to the stago neoplastin laboratory method. The patient was contacted and provided additional information. The patient was tested at the laboratory at 1:30 p.m. With a result of 2.9 inr. The patient's warfarin dose was not adjusted. The laboratory result was believed to be correct and the patient was advised to continue with her normal dose of 15 mg for the day. The patient's therapeutic range is 2.0 - 3.0 inr. The patient just started testing on the home meter. The patient tested for the first time at 3:03 p.m. With a result of 4.4 inr. The patient tested again at 4:27 p.m. With a result of 4.5 inr. The patient passed out around 5:00 p.m. And her boyfriend took her to the ER. At 5:21 p.m. The result from the meter was 5.1 inr. Between 6:00 p.m. And 6:30 p.m. The result from the laboratory was 3.2 inr. The patient received no treatment for her inr. There was no allegation that the device caused this event. The patient stated she passed out due to being tired and dehydrated. The patient is in stable condition. The patient was treated with IV fluids for dehydration and was given medication for her headache. The patient was not admitted and went home and took her normal dose of warfarin. No medication adjustments were made based on the meter results as the patient just started using the device that day. The patient had no signs of bleeding or bruising. The patient was taking lovenox; it is not known when she started taking it. The patient had been advised to stop taking lovenox on the day of the event as she had been sub therapeutic on (B)(6) 2018. The patient may have taken lovenox within 12 hours of the meter results. Product labeling states patient self-testing should not be used for patients being treated with any direct thrombin inhibitors. The patient has no concerns with hct. The patient has had no diet or health changes. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.